Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Earlier it was 400 mg/dl and at the time of the phone call it had increased to 561 mg/dl. The customer had an ear infection that was treated with antibiotics. Later the blood glucose had increased to 600 mg/dl and assistance was provided to deliver a manual correction with the insulin pump. Troubleshooting was performed. The drive support cap was recessed. Insulin did exit the tubing during manual priming process. In the alarm history there were two low reservoir alerts. The high pressure test passed. Upon removal of the infusion set a bet cannula was noted. The caller stated that the cannula was bent in three. Nothing further was reported.